Event description:
(B)(4). Since having the essure procedure done I have had severe mood swings. I have also suffered with pain in my lower right abdomen, the pain can be pretty severe at times. Another effect I have had since having the essure procedure, is intermittent bleeding after intercourse.